Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and front overlay was observed to be damaged. Complaint of malfunction could not be reproduced. Product passed functional testing with no faults or errors. Malfunction did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review was conducted and found without the requested clinical information a thorough medical investigation cannot be rendered. The patient impact beyond the reported blisters could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. No further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a procedure where a vulcan generator was being used, it was found that the patient had blisters under the pad and under the skin. It is unknown how it was treated and the current status of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly